Event description:
Boston scientific received information that this right ventricular (rv) lead displayed noise. The non-pacemaker dependent patient was reportedly syncopal. It was unknown if the lead observation was related to the patients symptoms. A revision procedure was performed and the rv lead was surgically abandoned. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.